Manufacturer narrative:
Updated fields: b4, d9, e1(event site telephone, city), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no alarms occurred during the event, and fault 77 was found in the logs. The fault is believed to be within the valve assembly, but the customer has not approved the repair. Based on site testing all device checks performed according to factory specified requirements were passed.

Event description:
It was reported by the customer that during use on patient,the cardiosave intra-aortic balloon pump(iabp) anti-pulse function failed to start with no alarm prompts and balloon failed to inflate. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) antipulse function failed to start during use, with no alarm prompts. There was no patient harm or injury reported.